Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: air/water-cylinder (tube) had white foreign objects and air/water-tube had foreign objects. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection.¿ olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the colonovideoscope exhibited an air/water-cylinder (tube) had white foreign objects and an air/water -tube had foreign objects. There were no reports of patient involvement.